Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 256mg/dl versus 356mg/dl meter to lab. Tests were done within 15 mins with a difference of 56%. Pt did not experience any adverse events. No further info has been reported.